Manufacturer narrative:
Device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred the united states. On (B)(6) 2024 , patient reported infusion set cannula was kinked caued high blood glucose and occulsion. Patient noticed this issue within 3 hours of insertion and 5 separate events occurred between (B)(6) 2024 . Site of insertion was abdomen and thigh. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.